Event description:
A 48-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre support clinical state consistent with scai shock stage e) was supported with an impella cp via right femoral percutaneous arterial access. After transfer to the ICU, the patient was rolled in bed and subsequently developed bleeding with hematoma formation at the impella femoral access site. Manual pressure was applied, a femstop device was placed temporarily, and the heparin infusion was discontinued. The access site appeared stable following these interventions; however, the patient experienced a hemoglobin decrease and required transfusion of three units of packed red blood cells. The bleeding source was identified as the access site arteriotomy, with no evidence of vessel perforation or dissection. Additional contributing clinical factors included severe shock, renal failure requiring dialysis, obesity, peripheral arterial disease with calcification and tortuosity, right superficial femoral artery occlusion with access obtained in the profunda femoris artery, perpendicular access angle, lack of ultrasound guidance, anticoagulation with heparin, and patient movement during support. The patient survived and remained on impella support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was use related to patient movement.